Manufacturer narrative:
The received device had the cannula assembly fully deployed. The length of soft cannula was observed to be within specification. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It could not be conclusively determined when this damage occurred. The download data generated an 0x6a alarm indicating occlusion during runtime. No time outs or drive stalls were seen in the data. Inspection of the drive mechanism found no issues. Although, an occlusion alarm was generated, the cause of the alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 463 mg/dl and that there was insulin leaking at the site. The pod was worn between 4 and 24 hours on the hip/buttocks. No information was provided on how the hyperglycemia was treated.